Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken. A piece approximately 0.444" x 0.082" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do not show damage. Additionally, the instrument was found to fail the energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test, instrument generated message "tighten assembly" on 3 out of 3 attempts.

Event description:
It was reported that during a da vinci-assisted transoral thyroidectomy surgical procedure, the customer encountered an error message "change the instrument" while using a harmonic ace instrument. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure without further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the damage found in isi internal failure analysis occurred outside of a surgical procedure. There was no report of fragments falling from the device while used within a patient. There was no patient injury. There is no report of post-surgical complications and the patient has not returned to the hospital.